Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not working due fluid loss in the system. The device would not inflate. The ipp was explanted and replaced. There were no patient complications reported.